Event description:
Boston scientific corp was informed that during a colonoscopy procedure, the clip fell off when they were testing the device prior to placing it inside the pt. This device was never in contact with the pt body. The procedure was completed with another of the same device. Pt status is "ok".